Event description:
It was reported to philips that the device gave a check vent alarm during patient use, and the customer had questions about the battery charging led status. This event was reported to have occurred during patient use. There was no patient harm reported; the device was removed from the patient without incident. The customer spoke with a philips remote service engineer (rse). The rse advised the customer that the battery charge led is amber colored and flashing or solid when the battery is charging, and off when the battery is in use. The customer verified error codes 120e (low minute ventilation) and 120f (low tidal volume) were in the event logs. The rse told the customer those are settings alarms and not related to the battery and no action is required. Further information is pending.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer; however, there was no response. The resolution and disposition are unknown. The customers' alleged malfunction was not confirmed.